Manufacturer narrative:
Heartsine's investigation of the device was unable to confirm the reported fault. Upon receipt at heartsine, the device powered on and delivered voice prompts to specification. The device then underwent extensive testing of all critical functions, performing to specification throughout. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts during power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device failed to issue voice prompts during power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.